Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at the proximal end of the stent were lifted from the crimped position and pulled distally and bunched around the mid-section of the stent. The maximum crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts when the struts were cught on calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 22 cm distal from distal end of strain relief. Multiple kinks were also noted on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2020. It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 80% stenosed, 2.50mm x 20mm, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. The procedure was for double vessel plasty of left anterior descending artery (lad) and left circumflex artery (lcx). A 3.50x28mm promus element plus was successfully deployed in proximal lad. A 2.25x20mm promus element plus drug-eluting stent was advanced to treat the lesion located in distal of lcx with the support of guideliner but stent failed to cross the lesion. However, during removal, the shaft of the stent was broken 12cm from the hub. The physician removed the stent along with the guideliner and decided to leave the lesion as it is. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damage and hypotube break located 22 cm distal from distal end of strain relief.